Manufacturer narrative:
Patient weight is unknown; however, reported not to be overweight. Concomitant medical product: storz semi rigid ureteroscope, holmium laser. (B)(4) - intervention required to remove basket. (B)(4) - the reported event of wire break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, when it was attempted to remove the basket containing the stone from the patient, the basket became stuck within the ureter. When the doctor pulled hard to remove the device and the basket wire broke approximately 3" from the tip of the basket. This break left the basket wire hanging outside of the patient with the other end of the wire attached to the basket inside the patient's ureter. Subsequently the stone was ablated using a holmium laser, and the device was then removed from the patient by pulling the basket wire. The procedure was completed with another zero tip nitinol stone retrieval basket device. Reportedly the patient's anatomy was "tortuous, and curvy", and the stone was within the right ureter there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.